Event description:
The customer reported that the unit failed to power up with the ac and/or battery power.

Manufacturer narrative:
The customer reported that the unit failed to power up with ac and/or battery power. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.